Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type I. It was reported that the patient needed their neurostimulator (ins) taken out. Patient made 3 phone calls to their healthcare provider (hcp) and did not know if they needed to contact the manufacturer. Patient reported that their battery was dead and that it had been 9 years. Patient thought battery was good for only 7 years. Patient services asked how patient knew the battery was dead and if there were any codes. Patient stated it just quit working, they stopped feeling stimulation and it would not charge anymore almost a year ago. Patient was redirected to call her hcp. No further complications were reported/anticipated.